Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced the latch and drawer sensor to resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system matrix drawer jammed and unable to recover. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this event.